Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that during a ptca procedure, the voyager balloon was placed into the heavily calcified mid right coronary artery lesion and inflated to 15atm. Without completely deflating the balloon, it was inflated again to 18atm. Further dilatation was needed, so the balloon was again inflated to about 10atm, at which time the balloon burst. An attempt was then made to remove the balloon, but it was stuck. Although there was resistance, the catheter was pulled back 1 to 2cm proximal to the lesion, but it would not withdraw any further. Pulling harder on the catheter, the voyager was removed, but the distal end, including the balloon, separated and remained on the guide wire, 1cm proximal to the lesion. The patient went to surgery, where CABG was performed. The guiding catheter and guide wire were removed, but the distal piece of catheter remains in the patient. This is being reported based on the analysis of the returned guide wire which revealed a core separation.

Manufacturer narrative:
Evaluation summary: qa analysis revealed that the guide wire was returned with blood and contrast on the coils and core. The core separated at the distal end of the hypotube. A small section of the core was protruding from the distal end of the hypotube. The fracture faces were jagged and slightly bent. The distal end of the guide wire was returned in the separated guide wire lumen of the returned catheter. Due to the thick blood and contrast on the coils, resistance was felt as the distal section of the guide wire was removed from the separated section of the guide wire lumen. There was corrosion on the tip ball and proximal solder. The coils were pushed distal to the center solder for a length of 8mm. The tip was in a hook shape. The coils were pushed distal 5.2cm distal to the proximal solder for a length of 1.5cm. The coils were pushed distal to the proximal solder for a length of 2mm. There were offset intermediate coils proximal to the center solder for a length of 3cm. The entire length of the core was tortuous and full of kinks. No other damage to the guide wire was noted. An attempt was made to pass both the distal and proximal sections of the guide wire through a .0145" hole gauge, but due to the extensive damage to both core and coils neither section would pass. This did not meet manufacturing criteria. The guide wire could not be back-loaded through the returned catheter because of the severe damage to both the guide wire and the catheter. The tip was tugged on to verify the shaping ribbon and core were attached. The bmw guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and analysis of the returned device; damage was noted. The returned guide wire was stuck in the voyager and had damaged and overlapped coils that suggest that the guide wire was moved heavily against resistance. The guide wire core was also fractured at the hypotube joint likely as the result of trying to remove the catheter against resistance. The sem analysis showed that guide wire core fractured from ductile overload at a bend. The case details described the device was pulled multiple times after resistance was observed, which appears to contribute to the device separation. The exact cause of the resistance during the procedure could not be determined, but factors such as the condition of the device, patient anatomy, thick contrast, associative device interaction, and patient disease state can contribute to the reported resistance. The patient anatomy was described as having heavy calcification and bend damage on the catheter was observed, which appears to have contributed to the reported difficulties. The guide wire instructions for use (IFU) also warns not to move the guide wire against resistance. Based on the reported case description and analysis of the returned device, the reported difficulties experienced during the procedure appear to be related to the operational context of the device. There does not appear to be any indications of a product quality problem. This MDR is considered closed by the product performance department.